Manufacturer narrative:
The patient pack was returned for evaluation. Failure analysis revealed a damaged snap hook on the shoulder strap. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear or due to the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the clip on the carrying case broke off.  The patient pack was exchanged.  No patient complications have been reported as a result of this event. Site.

Manufacturer narrative:
Product analysis: product did not pass visual test. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.